Event description:
It was reported that the patient underwent an unknown surgery with the products in question. In the surgery, after nail determination, the sure-lock in question was calibrated, and after adjustment was completed, the sure-lock was removed and the proximal tfna procedure was performed. After completing the proximal procedure, the surgeon moved on to the distal procedure. After guiding the surgeon through the exact procedure and confirming the sure-lock with an image, the ml regular circle hole was drilled, but it interfered. The interfered hole was put off and the surgeon replaced with a drill in the sure-lock instrument instead of the drill in question which was entrusted to the hospital. After inserting the distal elliptical hole first, he again drilled the regular circular hole with fine adjustments at hand, and screw insertion was completed as planned without any problems. The surgery was completed successfully with no surgical delay. The primary surgeon suggested that the cause of the interference may have been the bending and flexure of the sure-lock body due to the stress caused by moving the body in an attempt to speed up the procedure, and the drill tip, which had been used several times on consignment from the hospital, was not as sharp as it should have been. The patient outcome was reported to be stable. No additional medical intervention ws required.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.